Manufacturer narrative:
Cont'd from concomitant products: 2000ml b.braun bag ref 2112531, therapy date (B)(6) 2018. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported tpn was hung on (B)(6) 2018 at 2206 with the rate set to infuse at 63 ml/hour. At 0630 on (B)(6) 2018, the rn discovered almost the entire bag had infused. The customer approximated 567 ml should have infused, but 1400 ml infused. There was no report of patient harm. Additional information was received along with the devices. The tpn label states the order volume was 1500 ml with an overfill volume of 50 ml for a compound volume of 1550 ml. The label states to infuse 1500 ml intravenously through a central line at 63 ml/hour for 24 hours. A location of 4se was provided. Tubing was observed to be properly loaded into the device.

Event description:
The customer reported tpn was hung on august 16, 2018 at 2206 with the rate set to infuse at 63 ml/hour. At 0630 on august 17, 2018, the rn discovered almost the entire bag had infused. The customer estimated 567 ml should have infused, but 1400 ml infused. There was no report of patient harm. Additional information was received along with the devices. The tpn label states the order volume was 1500 ml with an overfill volume of 50 ml for a compounded volume of 1550 ml. The label states to infuse 1500 ml intravenously through a central line at 63 ml/hour for 24 hours. A location of 4se was provided. Tubing was observed to be properly loaded into the device.

Manufacturer narrative:
The customer¿s report of an over infusion of tpn was not confirmed. Physical inspection showed the platen upper hinge post was broken and separated from the platen assembly. There were no other anomalies observed. Review of the pcu event log shows that the pcu was powered on at 4:06 pm on 14 aug 2018, 3 days prior to the reported incident. The profile in use was identified as ¿adult critical care¿. Tpn was programmed at a rate of 63ml/hr. On 16 aug 2018, at 10:13 pm, an additional vtbi of 1500ml was added. This is indicative of the time the customer reported tpn being hung and programmed with a 24 hour infusion. On 17 aug 2018, at 1:35 am, a 15 minute delay was programmed. The infusion was restarted at 1:54 am and continued until the pump was paused at 2:40 am. Three minutes later the infusion was restarted. A patient side occlusion alarm occurred at 3:32 am. Ten minutes later the infusion was restarted again. At 6:42 am, a 25 minute delay was programmed. Four minutes later, the pump module was channeled off and at 6:57 am, the system was powered off. The system recorded a calculated total volume infused of 500.42ml. Rate accuracy testing was performed and the device was infusing within specification. Although an overinfusion was not confirmed in the log review or replicated during testing, the proximate cause of the reported event is attributed to the broken hinge post on the platen assembly. The root cause of the broken hinge post is associated to mishandling such as the door being forcefully closed with an object lodged between the platen and bezel or the device being dropped.